Event description:
It was reported a patient underwent an robotic hysterectomy procedure on (B)(6) 2026 and suture was used. The needle broke off from the suture strand. In one instance, the needle tip broke off into the patient, requiring the surgical team to perform additional imaging to confirm that the needle tip was properly removed. No patient consequences were reported. Device returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ how many devices demonstrated the alleged deficiency? ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? ¿ when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify additional information has been requested and received please confirm the device belongs to this complaint. Additional product received (1) mcp496 lot# 104qcu. The additional product doesn¿t belong to any complaint. It can be discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.